Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 30may2019 to assess the testing instrument in question. An immucor field service engineer (fse) visited the customer site on 04jun2019 to assess the testing instrument and found it to be operating as expected. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo neo instrument, when tested on (B)(6) 2019.